Event description:
It was reported that the patient presented remotely. Interrogation of the device noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.